Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons are unresponsive. The pt reported that the ok keypad button became unresponsive (B)(6), and require excessive force to obtain a response. He noted that the button does not click when pressed. The pt confirmed that the keypad is intact, and denied exposing the pump to water and cleaning products.